Manufacturer narrative:
Reporter is a synthes employee. Visual inspection: the holding sleeve 105 mm (p/n: 394.46, lot #: 2084063) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the wing screw was broken. The sleeve was not able to disassemble due to the broken fragment lodged in the bracket. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Service & repair evaluation: the customer reported the device was damaged. The repair technician reported the wing screw is broken off inside the threads, pieces could be missing. The damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Service & repair history: the previous service event for part number 394.46 with lot number(s) 2084063 has been reviewed. The customer called in a service request for this item on (B)(6) 2020 for holding sleeve was damaged. The item was previously returned for service on (B)(6) 2014 due to wing screw broken. The previous service condition of wing screw broken is not relevant to the current complained issue of holding sleeve was damaged. The manufacture date of this item is (B)(6) 2004. The service history review is unconfirmed. Document/specification review: based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed: holding sleeve w. Wing screw 105 mm, holding sleeve 105 mm, bracket, flexible. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the holding sleeve 105 mm (p/n: 394.46, lot #: 2084063). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of the loaner set at the field service location, it was observed that the holding sleeve was damaged. There was no patient involvement. Upon investigation findings, this complaint became reportable as a malfunction on (B)(6) 2020. This report involves one (1) holding sleeve 105mm. This is report 1 of 2 for (B)(4).